Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084408) on 07-mar-2019. The most recent information was received on 30-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('major bleeding') in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant, life threatening and intervention required), amnesia ("memory loss"), blindness ("loss of sight"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("overwhelming fatigue"), dizziness ("dizziness") and anaemia ("anemia"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, amnesia, blindness, arthralgia, myalgia, fatigue, dizziness and anaemia outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, arthralgia, blindness, dizziness, fatigue, genital haemorrhage and myalgia with essure. The reporter commented: serious injury criterion: life threatening, disability/permanent damage and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084408) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("major bleeding") in a female patient who had essure (batch no. C26960) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant, life threatening and intervention required), amnesia ("memory loss"), blindness ("loss of sight"), arthralgia ("joint pain"), myalgia ("muscle pain"), fatigue ("overwhelming fatigue"), dizziness ("dizziness") and anaemia ("anemia"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, amnesia, blindness, arthralgia, myalgia, fatigue, dizziness and anaemia outcome was unknown. The reporter provided no causality assessment for amnesia, anaemia, arthralgia, blindness, dizziness, fatigue, genital haemorrhage and myalgia with essure. The reporter commented: serious injury criterion: life threatening, disability/permanent damage and event date (B)(6) 2015 were reported, but not specified and/or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.